Event description:
It was reported that the pt underwent additional surgery to remove a loosened crosslink. During the revision, the tip of the hex head screwdriver was broken off inside the crosslink setscrew. At this point, the surgeon was unable to remove the crosslink and decided to leave it in, as he did not feel that it posed any health concern to the patient. The broken tip remains in the patient. No patient complications were reported.

Manufacturer narrative:
The device has been returned to medtronic for evaluation. Visual examination confirmed the hex portion completely broken from the instrument. Breakage likely due to over stressing and fatigue from repeated usage. A review of the device history records found no documentation to indicate a non-conformance to specification.